Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 431, 250, 195, & 140 mg/dl on the advantage system when all tests were performed 3-4 minutes apart. Reporter state on a different day on the same system discrepant results of 253 mg/dl was compared to a result of 95 mg/dl when testing was performed 5 minutes apart. No actions were reported taken or treatment received as a result of the readings. A request was made for the return of the suspect device and replacement product was sent.